Event description:
It was reported that during a colectomy procedure, the staple line malformed when fired across the bowel segment. The case was completed with an add'l staple line. There was no pt consequence.